Event description:
Customer called to report a hospitalization due to low blood glucose. The paramedics were called to treat a low blood glucose of 45 mg/dl. The paramedics treated customer with glucose, when he arrived at the hospital the blood glucose reading was 167 mg/dl. Diagnosed hypoglycemia. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.